Event description:
A report was received that the patient was experiencing excessive itching of the upper body. No rash or other symptoms noted. The physician treated the itching with medication, however, unsuccessful. The patient was reprogrammed and was reportedly doing well.